Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a battery out limit alarm. The customer¿s blood glucose was 82 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and no significant events leading to keypad anomaly were observed. Customer also reported to have received a battery out limit alarm and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with no button response due to unlocked lcd keypad connector during visual inspection. No button error alarm during testing. Unable to perform at the displacement, operating currents, unexpected restart error test, rewind or verify battery out limit due to no button response.